Manufacturer narrative:
Mw5105565.

Event description:
Information was received indicating that a cadd cassette reservoir was responsible for a pump erroring? No disposable". It was reported the end user switched out the cassette for another cassette and the pump started without any interruption to therapy. No adverse patient effects were reported.